Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s legal guardian that the patient developed an infection at the pod insertion site while wearing the pod on the leg for approximately 72 hours. The legal guardian reproted that upon removal of the pod, the patient experienced redness and severe itching, which progressively worsened over approximately one and a half weeks, despite use of bepanthen ointment at home. The patient experienced associated pain, localized warmth, and induration at the site. Medical attention was sought on (B)(6) 2026 in a medical care center (B)(6) where the physician diagnoses a 0.6 cm dermal abscess via ultrasound. Medical treatment prescibed included the use of a drawing ointment (infecto zugsalbe) once daily for one week. The visit lasted 10 minutes. At the time of reporting, the lesion was noted to be improving but remained slightly open. No impact to blood glucose levels was reported. The pod was reportedly discarded. A new pod was applied.